Event description:
Pt underwent bilateral fusion procedure on 2/14/89. Developed right thigh pain post-op (fusion) while hospitalized; pain progressively worse after discharge. On 3/16/89 the hardware was removed on the right side.